Event description:
It was reported that this right atrial (ra) lead exhibited a fracture and a header connection problem. The lead was surgically abandoned and replaced. Later, the ra lead was explanted. This ra lead has not been received for investigation. No additional adverse patient effects were reported.